Manufacturer narrative:
This report was discovered to be a duplicate of pr 10733044 submitted as MDR number 1218950-2020-05706. Device investigation is completed; please see updated codes in this report. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the defibrillator had a defective button; there was a charge/shock failure. There was reportedly no patient involvement.